Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-12854. It was reported that the patient experienced ineffective therapy. The patient reported falling approximately 1 year ago. Troubleshooting revealed high impedances on contacts 1-8. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and lead were explanted and replaced. Issue resolved.

Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing.